Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an attempt was made to pull the valve to an appropriate depth prior to release, but was unsuccessful. Subsequently, the valve was deployed at 8 mm deep on the non-coronary cusp and 12 mm deep on the left coronary cusp. An echocardiogram and angiogram revealed moderate to severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed to reduce the pvl, but was unsuccessful. A second transcatheter bioprosthetic valve was implanted, valve-in-valve, 6 mm above the inflow tube of the first valve. An echocardiogram and angiogram revealed the pvl had improved to trace and the hemodynamics were stable. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.